Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The customer ultimately filled and loaded the cartridge successfully. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer's blood glucose level was 177 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.